Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description. This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G2, g4. H3, h6: part: 03.120.044. Lot: 87p2168. Manufacturing site: haegendorf. Release to warehouse date: february 17, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that guidingblock f/locking attachment plate one of the positioning pin where the locking plate goes was pushed inside and no other issues were identified. The dimensional inspection was performed for the guidingblock f/locking attachment plate and it is not within the specification limits. The functional test was performed with the sample locking attachment plate but no retention was observed; but during the dimensional inspection the device was not within the specification limit thus confirming the complaint condition, as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for guidingblock f/locking attachment plate. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. *********************************************** drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: -aiming device for lcp 4.5/5.0 locking attachment plate dimensional inspection: checked the distance from one positioning pin to other according to drawing. Specification: measured: 22.47mm = fail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5. D1, d2, d7. H5.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows this pc is related to (B)(4) which reports about the event occurred on the next day ((B)(6)) of the surgery. This pc reports about the event occurred during the surgery. It was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for supramalleolar fracture of distal femur. This patient already had a hip prosthesis. Other company¿s nail (stryker¿s nail) was used in a treatment for fracture. After that, the surgeon tried to place a broad curved plate to overlap the diaphysis to prevent fracture between the implants. The surgeon attached the guiding block to a locking attachment plate without any problem (click sound was heard). And then, the surgeon attached the locking attachment plate to a broad curved plate, but he judged that it was better not to have the guiding block because of the size of the skin incision. The surgeon tried to remove the guiding block, but it was stuck to the locking attachment plate and did not come off at all. The surgeon tried to remove the guiding block using a drill sleeve, but he couldn't. Then the surgeon removed a broad curved plate from the locking attachment plate and tried to remove the guiding block from the locking attachment plate again. It took 3 surgeons (all men) to try various methods, and finally they removed the guiding block with the power. After that, the surgeon proceeded the treatment and completed the surgery successfully within 30 minutes delay. No further information is available. This is report 1 of 2 for (B)(4).